Manufacturer narrative:
The generator and footswitch were not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined, however, due to the condition of the cord on the footswitch, the likely cause of the reported event can be attributed to the handling. The instruction manual provides instructions on the connection of the footswitch which states: connect the footswitch plug securely to the electrosurgical generator. Otherwise, output may not be activated. In this case, the hf instrument could cut the tissue mechanically, which could cause bleeding and / or perforation of the tissue. When connecting or disconnecting the footswitch plug, always hold the plug. Pulling the cable may result in damaging of the wires. Confirm that the footswitch cable and footswitch plug is free of scratches and cracks and that the footswitch pedals are not damaged. Press each pedal and confirm that it functions smoothly without being caught by anything. In addition, always prepare a spare electrosurgical generator or an alternative procedure to avoid interruption of treatment due to an unexpected electrosurgical generator failure during treatment. Should any abnormal output be suspected during operation, immediately terminate the use of the equipment by releasing the footswitch. If the footswitch does not react, switch off the electrosurgical generator. Otherwise, malfunction of the equipment may cause an unintended increase in output. If the generator and footswitch are returned for evaluation at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure the electrosurgical generator (wb91051w) activated a cut function instead of coag when pressing coag on the footswitch (wb50402w). Minor bleeding to the patient occurred but the bleeding was controlled. No error messages were observed. It was noted that the physician pressed coag on the foot switch a few times and it worked. The procedure was completed using the same set of equipment but took longer than usual. No patient injury was reported. It was noted that the cords were frayed with exposed wires on the foot switch. The generator and footswitch will be returned for evaluation. The local sales representative later reported that after switching out the footswitch, there have been no further issues. 1 of 2 devices.